Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high of 305mg/dl. The nurse stated that the customer prior admitting she is not careless with her health, but when the customer mentioned that the insulin pump is 8 years old, the nurse got concerned. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple low reservoir alarms. The high pressure test was performed and passed. The customer mentioned that the cannula was a little bent. No further information was provided.